Manufacturer narrative:
(B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported via medwatch number: (B)(4). Patient received an epidural for pain relief for a vaginal delivery, when it was time to take the epidural catheter out, the tip was noted to be intact, but the blue paint to mark the tip was noted to be chipping off. The patient was informed and aware. No injury reported.

Manufacturer narrative:
No sample was returned for evaluation, and no batch number was provided. Without the actual device and/or lot number, a thorough investigation could not be performed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If a sample and/or any additional pertinent information becomes available, a follow-up will be submitted.